Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the patient data was not crossing over from the ehr to the pyxis machine and required full synchronized. A technical support specialist (tss) dialed into the station and applied the knowledge article "how to create a station database backup" to verify the database was not encrypted and backed it up to the d drive. Tss applied knowledge article ¿proper data sync 2.0 procedure¿ to perform data synchronized. Tss ran transaction locate query and verified all transactions were uploaded to the server. Synchronization was in progress; full synchronized completed successfully. Bogus disconnected mode icon was no longer showing, and hsv did not display the station in sync/disconnected/upload notices. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, patient data did not cross over from the ehr to the pyxis machine, and patients did not appear in the system, so users had to create temporary accounts to pull medications. However, there were no delays or adverse events or injuries reported based on this event.